Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device did not function and the indicators were red. The battery cover was melted and fluid residue was observed. The device was repaired and returned to the customer on (B)(4) 2013. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Customer reported device displaying a spanner warning symbol. The device was returned for service. During pre-repair assessment performed by technician, the technician discovered that the device did not function and the indicators were red, the battery cover was melted and fluid residue was observed. The device was autoclaved. This is report 1 of 1 of complaint #(B)(4).